Event description:
It was reported an alert sounded and it was determined the lead impedance was high, >2500 ohms. Interrogation found there was loss of capture. It was further reported that x-ray showed "the lead had clearly snapped with a clear gap in the lead". The lead was taken out of use but not explanted. It was reported the patient is stable.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.